Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted the oled screen was discolored. A review of the system logs showed there was a one wire error which caused the device to be set to have 0 remaining uses. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue was confirmed. The most likely cause could not be established from the information available. During the investigation a unreported secondary condition of vented batteries was detected that had no relationship to the reported condition. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a right lobectomy, the display showed end of life of the power handle, a red 0 under the handle with a spanner on the upper right if the screen. The procedure remaining of around 230 was displayed after the previous usage, but it was displayed when the device was removed from the charger during the next usage. A manual handle was used to resolve the issue. There was no patient involvement.